Event description:
The complainant reported to the gore fsa the patient arrived today to have her previously placed gore® hybrid vascular graft removed from her left upper arm due to steal syndrome. The complainant said the patient must have ischemic mononelmic neuropathy as her graft works fine but she has bad pain. A new gore® hybrid vascular graft was successfully sewn to a 4-7-tapered gore® propaten vascular graft in the upper right arm.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.